Event description:
It was reported that (2) 355ld were used during an unknown procedure. It was reported by the rep that the gaskets torn. It is unknown how the case was completed. There was no consequence to pt.